Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty pairing the ipg with the charging disk. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was adjusted. The patient was doing well postoperatively.